Event description:
During service at baxter, a technician reported finding a colleague triple channel volumetric infusion pump with the channel c stop key intermittent on the pumphead module keypad. This event occurred during product evaluation. According to the customer, there was not an adverse event, patient injury or medical intervention associated with this report. There is no additional information is available.

Manufacturer narrative:
There is a CAPA investigation associated with this report. The CAPA number is CAPA.during service at baxter, a technician discovered the stop key intermittent on the pumphead module keypad on the channel c. The channel c pumphead module keypad was replaced.

Manufacturer narrative:
(B) (4)the user interface module master software (B) (4), categorized as unremediated.

Event description:
It was reported that insulin leaked from the reservoir. The reported blood glucose reading was 107 mg/dl. Nothing further was reported.